Manufacturer narrative:
The instrument was received with a small pinhole and a small slit in the balloon and no conclusion could be reached on how this damage may have occurred. Endopath tristar extraperitoneal dissector-based upon the inquiry information received and the visual examination, it was concluded that the balloon had become cut and punctured, making the instrument non functional. The dissector was received with a small pinhole and a small slit in the balloon. No conclusion could be reached as to how the balloon had become cut and punctured.

Event description:
It was reported that the device was used during an unknown procedure. It was reported by the affiliate that the balloon bursted. There was no patient consequence. Additional information received on 11/5/97. It was stated by the affiliate that the balloon pieces were retrieved.